Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm long bipolar grasper instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable at distal end. Correction : primary product batch/lot number under section d was updated to k11240702 0022.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the cable breakage on 8mm long bipolar grasper instrument did not cause fragment(s) to fall inside of the patient's anatomy. The patient information was requested but, could not be provided. Correction : h8. Was updated to initial use of device.